Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an endeavor sprint drug-eluting stent was implanted in the rca. Approximately 15 months post index procedure patient expired. Cause of death is unknown. Investigator assessed that event is not related to the study device.